Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged seizure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged seizure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed that, a dust like contaminate along with hairlike fibers on the top enclosure, ui (user interface) panel, rear panel, and bottom enclosure. The ui knob, keypad, blower motor and blower box had a dust like contaminate. The device was returned missing the accessory module and sd (secure digital) cover flip doors, sd card, philips pollen filter, and the 2 screws that secure the top and bottom enclosures. A keratin-like substance was observed on the blower box outlet. (B)(4) addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4). Box b: adverse event or product problem (adverse event/product problem), box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.